Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b3, b5, d4, g2, h4, h6.

Event description:
Patient reported "thickened capsule". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
(B)(6) reported "thickened capsule". This record is for the right side. The device was explanted. The device won´t be returned.